Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 21, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and underwent a needle aspiration on (B)(6) 2022. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). This report is submitted on may 26, 2022.

Manufacturer narrative:
This report is submitted on may 02, 2022.